Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported break and the reported stretched were able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction with the guiding catheter and/or manipulation of the device resulted in the reported break (coils), the reported/noted stretched and misaligned coils, and the noted peeled/scrapped teflon coating. As reported, the physician intentionally pulled off the coils and separated the core resulting in the noted core detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the diagonal artery. Two guide wires (gw) were placed, one in the left anterior descending artery and a hi-torque balance middle weight (bmw) universal gw in the diagonal. When removing the bmw, it got caught in the guiding catheter. Therefore, it was decided to remove the entire unit altogether. Once outside of the anatomy, the gw was examined and it was noted that the coils were stretched and had separated, while the core remained intact and the gw was in one piece. During further examination outside of the anatomy, the physician intentionally pulled off the coils and separated the core which resulted in the device being in two pieces. The device will be returned in two pieces due to the physicians intentional manipulation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.